Manufacturer narrative:
It was subsequently confirmed that the blade did not break, as the blade did not break, this event is not considered reportable.

Event description:
It was reported that during a surgical procedure, the blade broke. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully. It was subsequently confirmed that the blade did not break.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported that during a surgical procedure, the blade broke. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.